Event description:
Additional information received indicated that the patient underwent surgical intervention on (B)(6) 2023 during which the ipg was explanted and replaced restoring therapy.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. (Patient weight is unknown). B3-date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017.

Event description:
It was reported that the patient underwent an unrelated surgical procedure. Patient did not set the ipg into surgery mode as recommended. Thereafter, the ipg failed to establish communication with external device. Recovery efforts were unsuccessful and the ipg was deemed inoperable. Patient is not receiving therapy and may require surgical intervention to address the issue.